Manufacturer narrative:
B5: additional information received on 05-oct-2022 via email and attached in complaint object there were no patients involved. The pump was stored in a closet and I found it when doing multiple preventive maintenances. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal broken. The top case was cracked, and the left plunger case was damaged. The device's event history log was reviewed and found a2d reference voltage bgnd test, background self test timeout and supercap post errors in the history. No notice of any primary audible alarms in history. Evaluation tests were "start up and multiple flow and occlusion tests". Was able to duplicate check clutch/plunger lever error. However, not able to duplicate motor rate error in history. Root cause is possibly the main board, unable to determine the intermittence of the errors. Main board was carefully inspected, and no physical or other damage was found. Repairs done to correct the reported issue was main board replaced as a preventative measure. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background (bgnd) test error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.